Event description:
Under specialized situations, if the software is setup to allow an electronic crossmatch for a patient that needs to have an antibody identification test, then the user may not be stopped from issuing the blood product if the antibody identification test has not been completed. The user will receive an alert that the identification test has not been conducted. When the user clicks the cancel button on the window that displays the alert, and then performs the same action that prompted the alert, then the alert is removed. If the software is configured to not allow an electronic crossmatch to be performed for a patient that needs to have an antibody identification test, or electronic crossmatch is not performed, then the problem cannot occur. As a workaround, the user facilities have been instructed to not allow electronic crossmatches for patients that have had a positive antibody screen. A safety advisory, which included the workaround, was distributed to all clients. In addition, a software fix for the problem has been distributed to all clients.

Manufacturer narrative:
Software performance evaluation testing was performed to identify the source of the problem. The problem was isolated to one branch of logic in the source code in a single program unit. It was determined that when the electronic crossmatch was set to be run for patients that had a positive antibody screen, and the cancel button on a specific window was clicked, then the logic branch was not reset as expected. A change was made to reset the logic branch to its correct state. All possible ways that the branch of logic was executed and could be reset in the software were identified. Risk analysis was conducted to determine what other functions could be impacted. The software modification was verified and validated. The scope of the testing included the software modification itself, all potentially impacted areas of the software, and other regression tests to ensure that the fix was effective and did not adversely affect the software. The tested software modification was distributed to all clients the week of november 10, 2008.